Event description:
It was reported that during a shoulder procedure using a 45 degree pick, the end of the pick was bent during use. After drilling a new bone hole, the surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.